Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed, the unit was intermittently failing to power up due to a faulty printed circuit board. Additionally, the cable was found rusted. Minor corrosion was noted on the rear panel and its connector. There were paint marks on the top cover and minor scratches. The power switch also had a small crack in it. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while attempting to turn on his olympus high flow insufflation unit, the device would not power on. An olympus field service engineer (fse) was dispatched to the facility to review the device. During the review, the report could not be confirmed. But per the customer's request, the device was taking back to olympus for further inspection and possible repair. During the device evaluation, it was discovered that the device was intermittently failing to power up due to a faulty printed circuit board. This report is being submitted to capture the confirmed power failure noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation based on the results of the investigation, the phenomenon was reproduced. A faulty cr board was confirmed. As a note, ¿alarm continuously sounds¿ and ¿all led disappeared¿ are an abnormality of the inner circuit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.